Event description:
It was reported that during use on a patient the "pressure of the ventilator disappeared and it did not work". Reportedly the user immediately replaced the ventilator. No injury or impairment of patients state of health reported.

Manufacturer narrative:
The hospital did not involve the local draeger sales & service organization into examination or repair of the device. Draeger was notified about the event via the governmental user facility report program with delay - upon request no further information about the event and follow-up actions could be obtained. Due to the very little information the manufacturer is not able whether to confirm a potential device malfunction nor a clear cause of the reported "ventilator did not work" - the manufacturer highlights that the ventilation is always monitored, a stop of supply pressure or loss of airway pressure will be detected and alarmed accordingly - even this aspect could not be confirmed or denied by the hospital, device logs are not available. Finally - no conclusion can be drawn. The reported event is not necessarily related to a device malfunction - based on experience users often perceive the effects of a large leakage in the patient circuit as a stop of ventilation. H3 other text : device not available for evaluation